Event description:
It was reported that patients spinal cord stimulator lead had a fractured.

Manufacturer narrative:
Block d2b: qrb block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7075590, UDI: (B)(4).